Event description:
In 2009, the patient reported that for the past 2.5 days, she has had elevated blood glucose readings of up to 25 mmol/l (450 mg/dl). Her normal range is 6-10 mmol/l (108-180 mg/dl). Her symptom is thirst and she is bolusing insulin to treat her readings, but her readings have not decreased. She said she just received an a2 (battery low) alert. She changed her battery 2-3 weeks ago. She has changed her infusion set 3 times in the last 2.5 days. She said her insulin cartridge was last changed 3 days ago about the time that her elevated readings began. Troubleshooting did not find any product issues. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.